Event description:
It was reported that, during reprocessing, the ultrasound bronchofibervideoscope tested positive for 1 colony forming units (cfus) of pseduomonas spp, staphylococcus aureus, enterobacteriaceae, stenotrophomonas maltophilla, acinetobacter sp., candida sp., filamentous fungi. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Correction to previous initial submission: duplicate codes submitted in error: incorrect health effect clinical code: e2401, incorrect health effect-impact code: f24, incorrect medical device problem code: a050402, incorrect component code: g04129. Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that the adhesive on the bending section cover (a-rubber) is detached. Based on the results of the investigation, it is most likely the reported phenomenon occurred is reasonably known information suggesting damage or deterioration of parts, electrical issues, environmental temperature issues, maintenance issues, or some form of stress. The most probable cause of this complaint is anticipated or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.